Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 31 mmol/l. The customer had symptoms such as nausea and vomiting. Customer treated with manual injection customer's blood glucose value was 26.0 mmol/l at the time of the call. Customer reported that the she changed her infusion set and reservoir and customer was unsure if insulin came out during the fill tubing process. Customer declined to further troubleshoot for high blood glucose issue. Customer also reported that the blood glucose reading ranges from 28.0 mmol to 31.0 mmol/l and treated with manual injection. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The insulin pump will not be returned for analysis.